Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt a sensation during exercising. During follow up, noise was observed on the atrial channel that was detected as af. Consequently, mode switch occurred that resulted in ventricular pacing. X-ray inspection showed normal lead characteristics and the electrical values were in range. Programming changes were performed and the patient's condition was stable.